Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that while in use the monitor on device went black but was still ventilating and then turned back on. The system was in clinical use; there was no reported harm to patient/user. A philips authorized service provider (asp) evaluated the device and confirmed reported problem. To resolve the issue asp reseated ui assembly cables on power board, touchscreen calibration was done. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.